Event description:
The reporter stated that he did meter to lab comparison tests. His reading on a fasting test at home was 110 mg/dl. He went to the lab where a test result was in the 200's, with about an hour between the two tests. He stated that a control solution test was 134, and "within the range of 91-140 something". He did not have any symptoms. During troubleshooting, he said that he has not cleaned his meter and did not know how to do so. The lifescan representative reviewed cleaning, coding, storage of strips, use of control solution, and meter/lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8